Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
This complaint was created due to the receipt of a medwatch report ((B)(4)) on 7mar23. The current complaint database has been researched for this event and there were no findings. The report was found to be written against 60-6085-201a, vcare 200a - medium. It was stated that the device was being used during a hysterectomy procedure that occurred on (B)(6) 2022. The report stated, ¿vcare medium was found to have a defective balloon. It was difficult to inflate and deflate and may have helped contribute to the uterine perforation that occurred during the hysterectomy procedure. Vcare was removed from service and replaced with a working one. No additional care or monitoring required as the uterus was removed as planned during the hysterectomy procedure. No other injury to other structures noted¿. There was no report of medical intervention as the uterus was being removed and there was no report of hospitalization due to this event. This report is being raised on the basis of injury due to uterine perforation that may have occurred due to the device.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years.(B)(4). Per the instructions for use, the user is advised to improper use of this or any intrauterine instrument can result in perforation of the uterine wall and subsequent bleeding. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
This complaint was created due to the receipt of a medwatch report (3902560000-2023-8028) on 7mar23. The current complaint database has been researched for this event and there were no findings. The report was found to be written against 60-6085-201a, vcare 200a - medium. It was stated that the device was being used during a hysterectomy procedure that occurred on (B)(6) 2022. The report stated, ¿vcare medium was found to have a defective balloon. It was difficult to inflate and deflate and may have helped contribute to the uterine perforation that occurred during the hysterectomy procedure. Vcare was removed from service and replaced with a working one. No additional care or monitoring required as the uterus was removed as planned during the hysterectomy procedure. No other injury to other structures noted¿. There was no report of medical intervention as the uterus was being removed and there was no report of hospitalization due to this event. This report is being raised on the basis of injury due to uterine perforation that may have occurred due to the device.